Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the device failed for internal short of the motor, was overheating and making a loud noise. During repair, it was determined that the motor was worn out causing the heat and noise due to normal wear over time. It was determined that the issue was consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was giving an e5 error code. It was reported that the event did not occur during surgery. During in-house engineering evaluation, it was observed that the device failed for internal short of the motor, was overheating and making a loud noise. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.